Manufacturer narrative:
The reported events of high pacing impedance and failure to capture were not confirmed. Final analysis found as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead found no anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited failure to capture and high pacing impedance. The physician elected to not use the lead and implanted a new one. The patient was discharged from the hospital after the procedure.